Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced red heart alarms indicating low speed and pump stop events. The lvad was supported by the power module at the time of the alarms with the patient cable. On 05/23/2016, the manufacturer's technical services representative arrived onsite for a driveline evaluation. The phase interrupter test did not reveal any open wires. The patient reported feeling faint during a driveline disconnect event. The external portion of the driveline, beginning about 2 inches from the skin exit site, was replaced. All tests passed post-repair. Post repair another low speed alarm occurred while the patient was sitting in bed. The patient was connected to the power module and patient cable at the time. A short to shield condition within the internal portion of the driveline was suspected. The patient was provided with an ungrounded patient cable for connection to the power module. No further alarms have been reported.

Manufacturer narrative:
The report of multiple pump stoppages while the system was operating on the power module was confirmed based on the evaluation of the submitted log files. Based on the manufacturer¿s complaint history and similar reported events, the captured events appeared consistent with a potential driveline issue. The evaluation of the returned portion of the driveline approximately 16 inches indicated that the driveline appeared unremarkable during examination. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires did not find any insulation damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on pump support and no further issues have been reported since the patient was placed on an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.